Manufacturer narrative:
B3: the event date was estimated as 09/01/2019 based on the methods and results mentioned in the abstract section. Citation: h. Hara, s. Kubo, y. Nakajima, et al., initial results of transcatheter modification of left atrial appendage by obliteration with device in patients with nonvalvular atrial fibrillation: real-world data from the terminator registry. J cardiol. 2023 oct 5:s0914-5087(23)00240-x. Https://doi.org/10.1016/j.jjcc.2023.09.010.

Event description:
Reported via journal article: it was reported via literature terminator registry results which included cardiac tamponade, pericardial effusion, stroke, systemic embolism, perforation, thrombosis, and device migration occurred. Left atrial appendage occlusion (laao) procedures in patients between september 2019 and january 2022 with 729 patients undergoing implantation with a watchman flx closure device or a watchman 2.5 closure device. The mean patient age was 74.9 years with a mean cha2ds2-vasc score of 3.2. There were 28.5 % females in the total study group. Incidence of the following events occurred during the follow-up period (within 45 days, 6 months, 1 year, then followed up yearly until 5 years after the procedure): death, ischemic stroke, hemorrhagic stroke, sequelae from stroke, systemic embolism. In addition, prevalence of combined events of ischemic stroke, hemorrhagic stroke, systemic embolism, and cardiovascular (cv) death (including unexplained death) were also counted. Laac device or procedure-related events requiring open heart surgery or significant intravascular intervention such as pseudoaneurysm repair, arteriovenous fistula repair, or other serious intravascular repair. Device embolization, device related thrombosis (drt), pericardial catheter drainage for pericardial effusion, snaring of an embolized closure device, thrombin injection for pseudoaneurysm in the groin, and non-surgical treatment for access site complications were also counted as safety endpoints. All-cause deaths were seen in 23 patients, and 9 cv or unknown cause deaths were found among them during follow-up. Stroke occurred in 16 patients and among them, 13 patients had ischemic and 3 had hemorrhagic stroke; however, only 9 patients showed cardioembolic stroke. Unfortunately, 1 patient with hemorrhagic stroke died because of a neurological deficit>1 year after laa closure. The composite endpoint which included cv or unknown cause death, stroke, and systemic embolism were counted as 26 cases among 25 patients. There was one surgical pseudoaneurysm repair of the groin, and three arterial-venous fistula which did not require any percutaneous interventions.